Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The suggested event is detectable and preventable by handling the device in accordance with the following instruction for use (IFU). Gif/cf/pcf-190 series operation manual includes the detection way in chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was an e101 blocked channel communication error during syringe washing on the evis exera iii gastrointestinal videoscope that was difficult on the head. No patient harm was reported. The device was returned and evaluated, and the nozzle was clogged by a black-colored material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. A clogged nozzle was identified causing the reported issue. Additional findings include: the air water flow was insufficient, the bending section cover glue was separated and discolored, the scope cover was cracked, the angulations were out of specification, the switch button 1 rubber and the biopsy channel had wear and tear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.